Event description:
The ge oec 9900 fluoroscopy system was reported to have locked up at the end of the day. A system reboot restored function. No other reported issues.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. All connections and pc3s were assessed for proper seating. Anomalous system lock-up. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide and patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.